Event description:
A surgeon reports a pt was not happy with his vision following intraocular lens implant surgery. He did not feel that his vision was as crisp as it should be and he was experiencing ghosting of images and halos. The surgeon advised the pt to allow more time to adjust to the lesn. The pt was not willing to wait. The lens was removed and replaced with a different model. Following the lens exchage, the pt is happy with the results.